Manufacturer narrative:
Additional information was added to h3 and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that that the white stopper was missing from the burette chamber. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to a defective raw material part burette chamber. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a buretrol sol. Admin. Set leaked at the top of the burette chamber. It was further reported that the white stopper came off. This issue was identified during priming. There was no patient involvement. No additional information is available.